Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2017, the patient experienced an adverse event. The patient reported that she believed the receiver was sending radiation into her body and causing pain in various parts of her body including headaches and back pain which required hospitalization for three days. She stated that she could feel radiation going into her body and that the doctors had said "it was acting like some kind of electronic wave going into her body." She also stated that the clinician's she spoke with told her that they believed it was a sciatic nerve. The dexcom receiver and transmitter broadcasts a bluetooth signal every five minutes, using the standard signal protocol approved and regulated by fcc. At this time, there is no indication that the radio frequencies used in bluetooth can cause patient harm or be physically detected. At the time of contact, patient was in okay condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.